Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: there was evidence of power interruption in the black box on (B)(4) 2017 at 17:51. The pump powered on normally and was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s interior components. Method codes: (B)(4).